Event description:
A 44-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2024, the patient reported to novocure that he experienced headaches while using optune gio therapy. The headache would improve when he stopped optune gio therapy. Reportedly, the headache began approximately five hours after initiating therapy. The patient mentioned taking metamizole for relief, but it provided minimal effect. On (B)(6) 2025, the prescribing physician reported that the patient had consulted him on (B)(6) 2025. During that consultation, the patient did not have headaches and showed no signs of disease progression. The physician did not provide a causality assessment.

Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.